Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the caller said they was told me to call hcp (healthcare provider) office to get it reprogrammed. The patient went in for reprogramming, none of the settings were helping and they are getting a bill from guy in hcp office for the reprogramming. Caller expressed frustration because they received the bill. The caller reports never having therapeutic effect. Caller said since implant the ins (stimulator) has not helped the patient's symptoms. The patient and the caller expressed frustration at going back in to the doctor every few weeks, paying the copays, wearing pads every day, getting up to go to the bathroom, barely making it to the bathroom and the patient feeling a burning sensation. Caller said they had not track the programs they had tried and the setting. The caller had not tried programs 3 and 4 yet. The patient said she has appointment with hcp (B)(6), but think s she will cancel so she doesn't have to pay the copay.

Event description:
Additional information received reported the patient need assistance to switch to program 1. The patient was currently on program 3 navigating between screens. Burning sensation was reported. The patient was currently on program 3 up to 1.9. The patient states stimulation was burning so turned down to 1.3. The patient states still not getting therapy relief . The patient was on program 2 before that with no symptom relief. Now the patient wants to switch to program 1. The patient reports never having therapeutic effect. It was recommended that the patient have representative contacted for reprogramming once the patient has gone through all current programs. The patient states program 1 and 4 stimulation felt more toward rectal area.

Event description:
It was reported that the patient was inquiring how do they know what program was best for them. It was noted that the patient had the manual, sort of confusing to find out anything about the programs. The patient reports the machine must have been set to high as, when they were on hands and knees or bend over for house work. The patient would have a burning sensation in their private body parts. The patient noted they lower it on reported event date. The patient was inquiring if they had to raise or lower it every day for use and satisfaction. Additional information received reports the patient never had therapeutic effect. The patient has stimulator placed in august and "it hasn't ever worked for me." The patient has to run to the bathroom during the day and night. The patient¿s healthcare provider put it in on a friday and the patient noted when they got home it was "burning me on the bottom I had to call the one guy" that helped the healthcare provider and he instructed how to synch, decrease, and then off. The patient went to a follow up appointment 2 weeks after implant. The patient talked to the nurse then about it not working. The patient stated they turned it up one. Then when the patient got home they said it still wasn't working and they was still running to the bathroom. The patient stated if they turns it up it burns if they lowers it does them "no good." The patient was asked if healthcare provider had made any adjustments. The patient stated no. The patient never went back to the healthcare provider after the 2 week appointment. The patient stated it wasn't working for them so they didn't bother. The event or symptoms occurred following an implant. The patient asked if the manufacturer representative they spoke with did something wrong or if the nurse did something wrong. The patient was on program 4 at 1.6 volts and stimulator was off. The patient was instructed how to turn stimulator on. The patient reports feeling stimulation now in the middle of her rear end. The patient asked if they should keep it on this settings for a few days to see if it'll help as maybe the stimulator was turned off. The patient stated she'll "keep it on this" and see how she does. The patient noted that they can't feel stimulation now and then noted she can. It was noted that the patient would call manufacturer company or healthcare provider if need further assistance. Additional information received reports the patient never had therapeutic effect. The patient states her healthcare provider office only increases or decreases stimulation but does not know how to change programs. It was reported that 1.18 stimulation does not do any good for the patient. It hurts a little bit, if increased more it hurts. The patient was on program 2. The patient states it was not working for her. The patient states it has not worked since implant. The patient was helped with changing to program 3 at 1.9. The patient reports feeling stimulation around the ins(stimulator) site and then states she can feel light stimulation in the bicycle seat area. The patient states she will try this program for a few days and change if needed.

Manufacturer narrative:
A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because the patient reported having symptoms of urinary frequency. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because the root cause and outcome for the reported stimulation and therapy issue remains unknown. Concomitant medical products: product ID 3093-28, lot# va0bna3, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).